Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Nearly choked [choking sensation]. Slicked up gums [gingival disorder]. Discomfort - gums [gingival discomfort]. Head became partially detached, slicked up gums and caused discomfort - oral-b brush head [injury associated with device]. Head detached / head became partially detached - oral-b brush head [device breakage]. Case description: report source: spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2018 that while using an oral-b rechargeable toothbrush, version unknown that morning, the head of the oral-b brushhead, version unknown became detached, and he/she nearly choked. The consumer reported a brush head had also become partially detached, and slicked up his/her gums causing weeks of discomfort. The case outcome was recovered. Treatment details: unknown. Relevant history: none reported. No further information was provided.

Manufacturer narrative:
11-apr-2018 product investigation results: the reporter returned toothbrush head on 09-apr-2018. Toothbrush head confirmed to be counterfeit.

Event description:
Nearly choked [choking sensation]. Slicked up gums [gingival disorder]. Discomfort - gums [gingival discomfort]. Head became partially detached, slicked up gums and caused discomfort - oral-b brush head [injury associated with device]. Head detached / head became partially detached - oral-b brush head [device breakage] product counterfeit [product counterfeit]. Case description: report source: spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2018 that while using an oral-b rechargeable toothbrush, version unknown that morning, the head of the oral-b brushhead, version unknown became detached, and he/she nearly choked. The consumer reported a brush head had also become partially detached, and slicked up his/her gums causing weeks of discomfort. The case outcome was recovered. Treatment details: unknown. Relevant history: none reported. No further information was provided.